Manufacturer narrative:
(B)(4). The device associated with the reported event was not returned for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin driver attachment is not engaging into the designated chuck attachment to be used. No alterations or flaws can be seen with the pin driver attachment just was not wanting to engage. No surgery time was wasted nor extended. It was solved while being set up for case. It is still perfectly intact and nothing is visibly wrong with it. Again, just not attaching right to chuck.